Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01127. It was reported that stimulation on the leads was autoreducing on its own. Diagnosis revealed high impedances on one of the lead. Reprogramming on the other lead gave sharp pain in the upper back and was unable to resolve the issue. As a result, surgery may be pending to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced resolving the issue.